Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50, serial#: (B)(4), description: scs 50cm iii lead; model#: sc-3138-25, serial#: (B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was getting adequate pain relief from his pain pump. No device malfunction was suspected. No further course of action.

Event description:
A report was received that the patient was experiencing worsening pain. The patient will undergo an explant procedure.